Event description:
It was reported that, "the doctor was implanting a t2 standard humeral nail and proceed to drill proximally for the placement of screws through the targeting device. As he began to drill, he didn't realize that the guide wire was still inside the nail and as he drilled, the tip of the drill broke as it came in contact with the guide wire inside the nail. The doctor attempted to removed the broken piece but was unsuccessful. The doctor decided to leave the broken piece inside the nail."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.